Event description:
Emergency generators were tested 15 minutes prior to this event. Patient was on bipap, oxygen saturation dropped. The bipap machine was on but not running. The pipap screen was reading "self test in progress." Bipap mask removed from patient, machine was changed to a different outlet and restarted without issues.